Event description:
Report is for pt 1 of 6: 1.4 inr with signature plus vs. 2.7 inr with unspecified reference lab system. Pt therapeutic inr range: not given. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.